Event description:
A customer reported that their pump declared an altitude alarm 21. Blood glucose levels were maintained between 54-500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the shipping address for sending a replacement pump.